Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 10 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a gastric sleeve procedure, the clips were "scissoring" when deployed. Clips would not stay in place. Another like device was used to complete the procedure. There were no adverse consequences for the patient.